Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were not reproduced. The reported downstream occlusion alarms were verified through a review of the event history log and found to be caused by the downstream tubing guide depth which was out of specification. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during therapy. The device was programmed to deliver saline solution at a rate of 999 ml/hr (programmed amount unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.